Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be fluctuating and depleting rapidly. Subsequently, the pump intermittently shut down. The customer provided a blood glucose (bg) level of 450 mg/dl. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.